Event description:
It is reported that patient death occurred approximately 16 months post index procedure. Cause of death pneumonia. Investigator indicated that the reported death was not related to the study device.

Manufacturer narrative:
(B)(4): inherent risk of procedure - (death). (B)(4).

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the rca. Approximately 11 months post index procedure, the patient was hospitalized due to a cerebrovascular accident. Investigator indicated that the event was not related to the study device. The patient recovered.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cerebrovascular accident).

Event description:
Clinical events committee adjudicated that the patient death was a cardiac death.